Manufacturer narrative:
The reported product was not returned and a comprehensive device investigation could not be performed.

Event description:
It was reported that during a lead revision procedure the physician felt the setscrews of the pulse generator were not secure when attached to the new right side leads. The physician did not hear clicking from the torque wrench when he tightened down the screws. The device was explanted and replaced. The patient's condition before, during and post procedure was stable.